Event description:
(B)(4). Same case as 2134265-2012-01781. It was reported that following a coronary artery treatment procedure, the patient experienced a myocardial infarction. The patient underwent the index procedure with the deployment of two drug-eluting stents (2.75x16mm and 3.5x24mm) taxus liberte stents to the second obtuse marginal branch segment. Post procedural residual, stenosis was 0% with timi 3 flow. In (B)(6) 2011, the patient presented to the hospital with heart failure. It was reported that the patient with peripheral vascular disease and coronary artery disease status post 4-vessel coronary artery bypass graft (CABG), multiple stents and cardiac heart failure with ejection fraction 42% and a dual-chamber implantable cardioverter defibrillator implanted in 2005 was admitted after recent catheterization. The patient was initially referred after he presented to his emergency physician with worsening shortness of breath; and abnormal echo and stress test. It was reported that the patient noted being gradually more short of breath for the last few months and reported that his tasks such as making his bed or taking the trash outside would make him winded and needed to stop to rest, and for long distances, he relied on a motorized scooter, he also noted increased fatigue even when sitting at his desk working and needed to take frequent naps. The patient occasionally woke up at night gasping (few times a week) which would improve by sitting up. The patient did not experience recent episodes of chest pain, the last time was roughly 3 weeks ago and he thought it was brought on by stress. He is aware that he is poorly compliant with his diet due to financial limitations and often ate ramen or other snacks high in salt. It was reported that the patient was compliant with his simvastin, lasix, lisinopril, plavix and aspirin but had not been taking his carvedilol (two times) dosing and also reported that he takes the am dose but often forgets the pm dose. In (B)(6) 2011, the patient's cardiac catheterization reported severe aortic stenosis, pulmonary hypertension, elevated left ventricular end-diastolic pressure and three-vessel obstructive coronary disease. The patient's electrocardiogram reported normal sinus rhythm, st and t wave abnormality; considered inferior and anterolateral ischemia, prolonged qt interval or t-u fusion; considered myocardial disease, electrolyte imbalance or drug effects and an abnormal ECG. It was reported that the patient was recommended for continued aggressive medical management of coronary artery disease and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).